Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt. Doi and the initial pressure setting are unknown. Since the valve occlusion was suspected after implantation, the device was replaced by the competitor's one (medtronic strata) on (B)(6) 2016. The patient's condition is good after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: a needle hole in the needle chamber was noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle chamber. The valve was tested for programming. With programmer 82-3126 sn (B)(4) the valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3148, with lot clnbzp, conformed to the specifications when released to stock on the 9th december 2010. The root cause of the problem reported by the customer is due to biological debris found on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.